Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller was returned for evaluation due to the reported event of the patient¿s pump not working; no issues regarding the controller were reported. The log file provided from this controller was reviewed, containing data that spanned approximately 3 hours ((B)(6) 2021, 13:21 ¿ 15:29 per time stamp). ¿lvad internal fault,¿ low speed, low flow, and lvad off events were observed throughout most of the data, and the pump speed was observed to be 0 rpm. The controller was observed to have been shut down at 13:38 and was powered back on at 15:07 in order to retrieve the log file. The returned system controller (serial number (B)(6)) was functionally tested and was found to perform as intended. The reported event of the pump not working was determined to have been an issue with the pump itself, and the returned pump (serial number (B)(6)) is currently being investigated under its individual investigation. The heartmate 3 patient handbook instructs users on what steps to take in the case of emergencies, including situations where the pump has stopped. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having pump stops. The patient called the emergency department stating he was having red heart alarms and yellow wrench alarms. The green circle on the controller was not green and unlit. The patient was on batteries at the time. The vad coordinator connected the patient to the mpu. There were no changes to the state of the vad, and the same alarms were present. The patient's caregiver was walked through a controller exchange. This resulted in the same alarms, and there was no flow going through the pump. The patient presented to the emergency department and was connected to the power module to confirm that the pump was not working. The patient's modular cable was replaced. This did not resolve the problem. The patient was taken to the operating room to undergo a pump exchange. The patient's log files were sent for review. The log files from the backup controller showed about 5 minutes of data. This log file captured lvad internal fault, low speed advisories, low flow and pump off events while the patient was on the mpu. The primary controller showed about 8 minutes of data. The log captured lvad internal fault, low speed advisories, low flow and pump off events. This was while the patient was on battery power. Related manufacturer reference number: 2916596-2021-01686, related manufacturer reference number: 2916596-2021-01685.